Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was impedance issues. Patient reported inability to feel stimulation as of "a couple of weeks". Stated he has had multiple falls since his bilateral lower extremity amputation a year ago (unrelated to the device). After rep checked impedances it was determined on of his leads was damaged with all impedances over 10k. Rep was able to use the functioning lead to recapture effective coverage. Patient does not wish to have any intervention at this time. Multiple falls over the past year and half are factors that may have led or contributed to issue. Reprogramming was done. The issue was not resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial(B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 lot# serial(B)(4) implanted:(B)(6)2013 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative didn't know the serial number of the affected lead as they weren't labeled as the left and right lead. The representative reported that the damaged lead with high impedances was the 8-15 lead. No further complications reported.